Event description:
Physician reported the implanted intraocular lens appears to be cloudy. Patient's vision is good, but has requested that the lens be removed due to the cloudy optic. Lens remains implanted at this time.

Manufacturer narrative:
H3. & h6. - the device remains implanted. Device history were reviewed and all documents met manufacturing specifications. This lens is one of six model si40nb lenses reported as being cloudy post-implantation. Based on a review of the distribution records for the affected lenses, the manufacturer found that all of these lenses at some point in time resided at a specific customer location. The lenses were returned to the manufacturer as part of a consignment exchange and redistributed to other locations. The fact that all six lenses reported with cloudiness resided at the same location at one on time leads the manufacturer to believe that these lenses may have been exposed to a chemical substance or environmental contaminant at this account resulting in the clouding of these lenses. The manufacturer initiated a voluntary recall of all model si40nb intraocular lenses that had been returned by this account and redistributed.